Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a few segment on display board was break down and made them confused that spo2 rate is low. The customer indicated no patient involvement.